Manufacturer narrative:
The device was returned to the authorized repair center for evaluation. An inspection was performed and worn seals around the distal windows were identified.

Event description:
It was reported that the center image was dark preventing visualization of the center image. There was no report of any health consequences for the patient.